Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance. An alert was triggered for high impedance and then the impedance would go back down within range. The lead remains in use. No patient complications have been reported as a result of this event.